Manufacturer narrative:
Concomitant medical products: arctic front advance cardiac cryoablation catheter. Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. This article was written as a result of an ex vivo study. There was no patient involvement. Of note, multiple methods/multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers/methods/manufacturers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿prevention of serious air embolism during cryoballoon ablation; risk assessment of air intrusion into the sheath by catheter selection and change in intrathoracic pressure: an ex vivo study.¿ journal of cardiovascular electrophysiology. 2019; 10.1111/jce.14208. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported that during an ex vivo study experiment, the following possible malfunctions occurred during the use of a cryoballoon ablation catheter, a cryoablation catheter, and a steerable sheath: there was ¿air intrusion¿ noted. Of note, multiple methods/multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product lot numbers/methods/manufacturers. The status/disposition of the cryoablation catheter and steerable sheath is unknown. Further follow up did not yet yield any additional information. There was no patient involvement.